Event description:
The customer reported the 9600 system had a saturation failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The system was tested and operates as intended.